Event description:
Device 1 of 3. Reference MFR report: 1627487-2011-04617. Reference MFR report: 1627487-2011-04618. The patient received his scs system on (B)(6) 2011, including 4 leads (2 with the same lot number). It was reported the patient could not increase his stimulation past perception. The sjm representative interrogated the system and determined there were two contacts on a lead high impedance. It was not certain which lead had the issue. It was reported the sjm representative was able to reprogram around the issue, and effective stimulation was achieved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.